Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary it is not possible to determine from the complaint description which of the components (liquid or powder) has leaked. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to damaged packaging. Total for lot number: 2 (com-287446, pc-(B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the leakage was noted when open the cement kit package during the surgery (date of the event occurred was unknown). There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.